Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump stopped working, started beeping lout, has a crack on the side and got wet and it is completely shut. Customer reported that insulin pump was beeping a few hours, popped up with question mark to book and powered down and won't do anything. Customer reports they received a critical pump error image on the pump screen. Customer stated that insulin pump got wet before alert came. Customer reported that exposed fluid and there's a crack and cannot see any fluid in there. Customer states see water in the crack can see bubbles, crack starts where clip attaches and run down along side of it. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.